Event description:
The customer observed falsely depressed carbon dioxide results generated on the architect c16000 processing module for one patient. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result = 9.2 mmol/l, repeat = 9.9 mmol/l, vitros result = 18 mmol/l, radiometer result = 23 mmol/l. The customer indicated the sample is lipemic. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 66349uq05. Device history review did not identify any nonconformance's or deviations associated with lot: 66349uq05. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the carbon dioxide reagent was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed carbon dioxide results generated on the architect c16000 processing module for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 9.2 mmol/l, repeat = 9.9 mmol/l, vitros result = 18 mmol/l, radiometer result = 23 mmol/l. The customer indicated the sample is lipemic. No impact to patient management was reported.